Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with the stylus calibration. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue, the stylus had a damaged cable and was unable to be calibrated. Analysis also noted that there were error messages in the log files. The stylus was replaced and the printed circuit board (pcb) connected to the overlay was replaced. A software update was completed. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.